Event description:
Customer reported that a pt had a ph procedure done on (B) (6) 2009, and the pt called back complaining that the suspected capsule is still attached to the esophagus. Pt was feeling a tugging sensation. The doctor instructed for the pt to come in to have an x-ray. The pt stated that he was feeling very uncomfortable. Pt did have an x-ray done and it showed that the capsule was still present after distal third portion of the esophagus.

Manufacturer narrative:
The doctor received the required info including a technique to detach a retained capsule.